Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be patient anatomy related according to the physician. The physician reportedly believes the pneumothorax occurred due to a defect in the lung and the patient being on a ventilator. The physician said the pneumothorax occurred in a region of the lung that they did not biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs for the event date of (B)(6) 2022 were not available for review as of this time of the report. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 36 hours.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The patient's lung was reportedly inflamed and a chest tube was placed to resolve the pneumothorax. On 14-mar-2022, the physician of this procedure was contacted and the following additional information was obtained about the complaint: the pneumothorax was identified with a chest x-ray after the procedure was completed. The physician said they think this pneumothorax would have occurred if the biopsy was performed via another modality. The physician reported that the pneumothorax occurred due to a defect in the lung and the patient being on a ventilator rather than the procedure and biopsy. The defect was lateral to the lesion they biopsied. The physician said the pneumothorax occurred in a region of the lung that they did not biopsy. The target lesion was 1.3cm in size and was 1.5cm away from the pleura. The lesion was located in the left upper lobe. The pneumothorax was 60% of the hemithorax and did not grow over time. The patient received a chest tube and was hospitalized for 36 hours. The patient was short of breath and hypoxic. According to the physician, the patient was never considered medically unstable and was discharged doing well.